Event description:
It was reported that there was a loss of therapeutic effect. The patient wanted to increase stimulation because there was some returning symptoms since about (B)(6) 2015. The patient synched while on the phone and was at 1.3 volts. The implantable neurostimulator (ins) was on. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0e02b, implanted: (B)(6) 2013, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).